Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's drg implant surgery on (B)(6) 2019 a cerebrospinal fluid leak occurred so the physician decided to abandon the procedure. The patient remains asymptomatic. There were no devices implanted.